Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed for current history of dvt in the left leg. The filter was deployed inferior to the renal takeoffs. Approximately eight years post filter deployment diagnostic imaging demonstrated filter limb perforation. Two months later a surgical cut down procedure was performed to remove the filter. The filter limbs were cut off at the level of the filter apex and removed; however, no attempt was made to remove the filter apex as it remained embedded in the ivc wall. The vena cava was sutured with no extravasation identified. The patient was in stable condition at the conclusion of the procedure. The patient was discharged six days post surgical procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years post filter deployment diagnostic imaging demonstrated filter limb perforation and a tilted filter. Two months later a surgical cut down procedure was performed to remove the filter. Filter apex was embedded in the ivc wall and some filter limbs were perforating the posterior wall of the ivc and extending into the pancreatic head. The filter limbs were cut off at the level of the filter apex and removed; however, no attempt was made to remove the filter apex as it remained embedded in the ivc wall. Based on the provided medical records, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. The investigation is inconclusive however for the alleged migration of the filter and detached filter limbs as the medical records do not contain information regarding these alleged deficiencies. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately eight years seven months post vena cava filter deployment, the patient underwent surgery for removal of the filter with an inferior vena cavotomy due to the filter tilting, detaching, migrating, and several limbs perforating beyond the caval wall causing pain. The patient was hospitalized for approximately six days and required physical therapy. The current patient status was not provided. New information received: a vena cava filter was deployed for current history of dvt in the left leg. Approximately eight years post filter deployment diagnostic imaging demonstrated filter limb perforation. Two months later a surgical cut down procedure was performed to remove the filter. The filter limbs were cut off at the level of the filter apex and removed; however, no attempt was made to remove the filter apex as it remained embedded in the ivc wall. The vena cava was sutured with no extravasation identified. The patient was in stable condition at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged migration of the filter, a tilted filter, perforation of the ivc wall, and detachment of filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately eight years seven months post vena cava filter deployment, the patient underwent surgery for removal of the filter with an inferior vena cavotomy due to the filter tilting, detaching, migrating, and several limbs perforating beyond the caval wall causing pain. The patient was hospitalized for approximately six days and required physical therapy. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years five months post filter deployment, a venogram demonstrated a malpositioned obliquely oriented ivc filter in the inferior vena cava with multiple struts extending to the left beyond the lumen of the ivc and extension of the superior head of the filter to the right beyond the confines of the lumen. Two months later, a surgical cut down procedure was performed to remove the filter. Filter apex was embedded in the ivc wall and some filter limbs were perforating the posterior wall of the ivc and extending into the pancreatic head. The filter struts were cut off at the level of the filter apex and removed; however, the filter apex could not be removed as it remained embedded in the ivc wall. Based on the provided medical records, the investigation can be confirmed for filter tilt, perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for the filter migration and detached filter as the medical records do not contain information regarding these alleged deficiencies. Per the medical records, the filter was tilted and the filter apex was embedded in the ivc wall. This could have resulted in the reported retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: possible complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 1528, 4001).

Event description:
It was reported approximately eight years seven months post vena cava filter deployment, the patient underwent surgery for removal of the filter with an inferior vena cavotomy due to the filter tilting, detaching, migrating, and several limbs perforating beyond the caval wall causing pain. The patient was hospitalized for approximately six days and required physical therapy. The current patient status was not provided. New information received a vena cava filter was deployed for current history of dvt in the left leg. Approximately eight years post filter deployment diagnostic imaging demonstrated filter limb perforation. Two months later a surgical cut down procedure was performed to remove the filter. The filter limbs were cut off at the level of the filter apex and removed; however, no attempt was made to remove the filter apex as it remained embedded in the ivc wall. The vena cava was sutured with no extravasation identified. The patient was in stable condition at the conclusion of the procedure. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and filter struts have perforated into the organs. Furthermore, it was alleged that the filter pierced the vena cava wall and hit the head of the pancreas. The device was partially removed via an abdominal and open chest procedure. The current status of the patient is unknown.